Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, it was observed that the right ventricular (rv) lead was capped. It was reported that high pacing impedance was observed of the rv lead. An x-ray was performed and confirmed the rv lead was dislodged. The rv lead was capped and replaced. The patient was stable.